Manufacturer narrative:
Awaiting additional information and/or return of the reported device to complete the investigation.

Event description:
The complainant alleges, "I am contacting you to notify you of an incident in which a customer was burned using item#sch10.".

Manufacturer narrative:
Complaint was unable to be confirmed at this time as the end user remained unresponsive to questions, picture/return of product requests. True root cause is unable to be determined with accuracy at this time. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "I am contacting you to notify you of an incident in which a customer was burned using item#sch10."